Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were experiencing an increase in impedance and thresholds. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable pulse generator (ipg), implanted: (B)(6) 2008; 5076 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).